Event description:
Procedure type: tep totally extraperitoneal. According to the reporter: some kind of seal was ripped off from the tip of spacemaker trocar. Fell into pt cavity but the seal was taken out of the pt. The case was not extended by more than 30 mins. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).